Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip of the burr broke off. The the broken piece was retrieved from the patient and the surgery was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: per sales rep, the tip of the burr fell off while operating inside of patient the probable root cause/s could be the blade comes contact with a hard object, excessive pressure, such as bending or prying, may cause the arthroscopic shaver blades to bend. A bad weld location probable cause could be part length variation, set-up and operator error. The reported failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the tip of the burr broke off. The broken piece was retrieved from the patient and the surgery was completed successfully